Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, approximately 2 years and 10 months post implantation of a 26 mm sapien 3 valve, the valve was explanted due valve degeneration. An echo performed approximately 2 years and 8 months post procedure revealed the mean gradient had increased to 48mmhg mmhg. An echo performed at 2 years and 9 months revealed mean gradient increased to 65mmhg with a valve area of 0.6cm2. There was reduced leaflet mobility, leaflet thickening and calcification. There was no thrombus, pannus or vegetation observed. The explanted valve is being returned for evaluation. The patient received a surgical valve. The patient was stable after the surgical valve replacement procedure.

Manufacturer narrative:
An addition to adverse event or product problem section. The section of this report has been updated: b1 (product problem) per imaging results. The 26mm sapien 3 valve was returned to edwards for evaluation. Visual inspection revealed the following: pannus/host tissue on inflow an outflow sides of valve (frame was distorted due to explant), leaflets stiffened, host tissue at all 3 commissures, and calcification observed from x-ray. Dimensional and functional testing was not performed due to the return of the device (frame distorted and stiffened leaflets). Imaging was reviewed and revealed calcification on the leaflets and indicated stenosis with restricted leaflet motion (peak velocity 5m/s and peak gradient 100mmhg). Manufacturing mitigation's are in place to ensure all sapien 3 valves meet the valve specification per procedure. The frame components are 100% visually inspected and dimensionally by both manufacturing and quality for defects. The leaflet components undergo multiple inspections during the manufacturing process. In addition, during production flow testing a coaptation test is performed. The valves are 100% visually inspected before and after being attached to the holder. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling between during the process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A review of lot and device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. The sapien 3 IFU transfemoral approach IFU was reviewed for instructions relating to the observed events. The IFU provides guidance for potential risks associated with the tavr procedure, the bioprosthesis and the use of its associated devices and accessories, which include structural valve deterioration (wear, fracture, calcification, stenosis) and valve explants. No IFU and training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed based on the visual inspection on returned device and provided imagery. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the sapien 3 valve had proper inspections in place to detect issues related to the complaint events. A review of IFU/training revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation or leaflet motion restricted, stenosis and calcification. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the suboptimal coaptation of the sapien 3 valve leaflets and resulting in heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As noted, the patient had hypercholesterolemia, which had been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis. Hypercholesterolemia can be related to increased risk of aortic valve calcification in patients with degenerative and congenital etiology. Consequently, the leaflets stiffened as observed from returned device. In this case, patient factors (hypercholesterolemia and progression of progression of disease process) may have contributed to the event. However, a conclusive root cause is unable to be determined at this time. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative action is required at this time. There is no indication that a product deficiency or device malfunction contributed to the event.